Manufacturer narrative:
A ge oec svc rep investigated the issue and could not duplicate the malfunction. The sys was further tested, and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 7600 fluoroscopy sys would not boot up.